Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that her blood glucose had been low. She stated that she would have readings around 40 mg/dl, 50 mg/dl, and 60 mg/dl for unknown reasons. No additional information provided.